Manufacturer narrative:
The suspect device is not expected to return for evaluation. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
On (B)(6) 2017 the patient presented with an unexplained chronic fever. The patient had previous documentation of a pulmonary embolism [pe] with moderate pulmonary hypertension via a nuclear scan. A tee revealed vegetation. Physician thinks that the pe is likely related to a septic embolus. On (B)(6) 2017 -the physician alleges that during a transvenous lead extraction a balloon wire was placed prophylactically for possible svc perforation during the lead extraction procedure. The physician reported that the balloon was inflated (non-emergently) and deflated within the patients svc, then pulled back into the ivc for the remainder of the procedure. The patient developed thrombus. An intraoperative tee was ordered. The physician noted an echogenic mass as the procedure progressed, this mass rapidly became larger with echogenicity [suspicious of thrombus]. The patient was tested for hypercoagulable status which was negative. She was treated for 3 months with anticoagulants. The physician was concerned that the prophylactic placement could potentially have caused thrombogenicity. Patient-related outcomes post-procedure are unavailable.